Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the 25th may 2012 and that it performed to specification up to the 16th november 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(4) 2014 and the final history log entry on the (B)(4) 2014. Investigation found this type of fault is contributed to membrane failure. The fault was witnessed during the investigation and could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.